Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that non sustained right ventricular oversensing determined to be far field p wave oversensing was observed on the implantable cardioverter defibrillator. The device was being monitored. There were no patient consequences.